Manufacturer narrative:
Siemens has completed an investigation of the reported event. A user error could be determined as the relevant root cause of the described system behavior. The investigation showed that the user tried to move plane b longitudinal into the parking position, but the user failed to use the correct joystick buttons. He did not press the function button on the side. As a result, no movement was initiated by the system and the message "movement end reached" was displayed. The user started several faulty attempts to move plane b and finally he pushed plane b manually towards the parking position. In doing this the user pushed too far and thus the system activated the end limit switch of the longitudinal axis. Normally the end limit switch is activated if the system detects a collision. To recover from such situation the collision protection supervision is automatically switched off and only movement with reduced speed is possible to move the affected component carefully out of the collision zone. In such case the message "collision control deactivated" will be displayed and a beeping sound will be hearable like in the present case. The user tried to resolve the issue by resetting the stand control unit (scu), but the user failed to press the wrong key combination. Therefore, the system did not perform a reset of the scu. Then the user tried to resolve the issue by an application restart of the image visualization system (ivs) but such software restart cannot recover full system functionality.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
A critical failure of the artis q biplane was reported during an invasive patient procedure. A mobile c-arm had to be brought into the exam room to finish the procedure.there are no injuries attributed to this event.